Event description:
It was reported that the sheath/dilator "shredded (tuliped/flowered)" during insertion. As a result, the nurse had to drop another sheath on the field. She separated the dilator and sheath and pre-dilated, then reassembled and inserted the sheath/dilator as one to avoid a skin nick. There was no delay in treatment and no patient death or complications reported. It was noted the team has been taught many times by our clinical educators how to choke up on the sheath/dilator. The team does choke up but still sees some sheaths that "flower".

Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.